Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm was noted. No moisture damage on motor assembly or electronic assembly was noted during visual inspection. The pump was also received with a scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump that he cannot clear. Customer's blood glucose was 108 mg/dl. Customer was pushed into the pool while wearing the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.